Event description:
It was reported that the patient sustained injury to their cervical spine area when a hatchback lid fell on them while looking in a car. Pt was seen by a surgeon for repair of the injury. The patient complained of a pulling sensation at some point after the repair and finally went to their surgeon who reportedly saw an abscess. He removed the suture in 2001 in his office under local anesthesia.